Event description:
Pt alleges experiencing problems from 1992 onwards. Problems: soreness, extreme hardness, documented shoulder arthralgia, ache in the right shoulder and upper arm, occasional ache in the left shoulder and arm, muscle pain primarily in the right arm with a sensation of decreased muscle power in the right arm, intermittent numbness and loss of feeling in the right hand and occasionally in the left hand, excluding the forearms and upper arms, clumsiness with writing, difficulty with pincer grip, impaired sleep pattern with pain and interfering with sleep, chronic fatigue, burning pain in the breast and right arm, daily headaches without migrainous features, heightened levels of stress that is related to anxiety and concern over the implants from the time of insertion until explantation in 1994. Physiciain states pt developed grade ii contracture in the right implant.